Event description:
Consumer reported inadequate bone quality/quantity, consumer also reported concerns with mobility & failure happening immediately at the extraction site.

Manufacturer narrative:
Consumer reported inadequate bone quality/quantity, consumer also reported concerns with mobility & failure happening immediately at the extraction site.